Manufacturer narrative:
Results: 47 sealed samples were returned for evaluation. Thirty (30) sealed samples were selected at random for inspection. The samples were visually inspected. No defects or abnormalities were noted. The samples were then activated per the IFU. Eight of the samples had clicking during activation. This is where the safety mechanism is brought up to cover the needle however before the safety can cover the needle a click can be heard. Normally during activation a click can be heard when the needle has completely covered the needle. In this case this ¿false click¿ can cause the user to believe the safety has covered the needle even though it is still exposed. During activation for one sample the safety mechanism disengaged from the needle leaving the needle exposed. Pressure was applied to the center of the thumb pad on the safety mechanism when the safety disengaged from the needle. The other 21 sealed samples plus the one open sample had no issues or abnormalities during/after activation. As previously reported, a review of the device history and manufacturing records and quality notifications revealed no irregularities during the manufacture of the reported lot # 5232198. Conclusion: although bd was able to confirm the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. The samples have been forwarded to the manufacturing site in (B)(4) for a secondary investigation. Upon completion of the additional investigation, a second supplemental MDR will be submitted.

Manufacturer narrative:
Medical device type: fmi and fmf. PMA / 510(k) #: k941562 (syringe) and k010188 (needle). Results: a sample has been returned but has not yet been evaluated. However, the manufacturing site conducted a no sample investigation on 11/23/2016. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 5232198. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced this issue. Conclusion: a conclusion is not yet available as the evaluation is in progress. Upon completion of the investigation, a supplemental report will be filed. Of note, CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement. UDI #: (B)(4).

Event description:
It was reported that after using a 27 g x 1/2 in. Bd eclipse¿ 1 ml bd luer-lok¿ syringe with detachable needle, a nurse heard two clicks after engaging the safety mechanism but the safety did not engage and the nurse obtained a contaminated needle stick injury. Both the nurse and patient received post exposure lab work (tested for (B)(6)). The patient was (B)(6) for all tests and no further lab work or prophylaxis was administered.

Manufacturer narrative:
Results: twenty-three representative samples (fourteen in packaging, eight without packaging, and one activated) were returned to the manufacturing facility in (B)(4) for a secondary investigation. A simulated use test did not observe safety shield disengagement on the returned un-activated samples. One activated sample received was observed for safety shield disengagement. Seven of the twenty-three samples observed a "click" sounds upon activation. Conclusion: although bd was able to confirm the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. Capas (B)(4) have been initiated to identify and address the potential causes of safety shield disengagement.